Event description:
It was reported that a patient's wound site around the burr hole cover has not healed since being implanted. The wound site was debrided and irrigated by the physician. No infection was noted but the patient was placed on antibiotics.